Event description:
Related manufacturer reference number: 2017865-2024-00221 it was reported that the patient presented for an implant procedure. During the procedure, it was noted that introducer's sheath had kinked and damaged the right ventricular (rv) leads. The leads were not used, a new lead was implanted. The patient was stable throughout the procedure.